Event description:
An infusion pump was sent in for service, where it underdelivered during service testing. The facility representative stated that no patient injury was reported on this pump since the last baxter service event.

Manufacturer narrative:
Evaluation summary: evaluation completed in 2004. The infusion pump was tested for flow accuracy when it delivered -17.5% from the desired amount. The specification limit for this pump is +/-5%.